Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer¿s current blood glucose level was 195 mg/dl at the time of call. Customer was treated with glucose tablet. The product will be returned for analysis.